Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No damage was reported on battery cap contacts or battery compartment. Display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. After multiple new batteries and battery cap, insert new batt alarm persisted. No blank display noted. Unable to perform self test, sleep and active current measurement test due to constant insert new batt alarm. Unit was downloaded using thump software. During download history review, the adapt tool recorded multiple failed batt alarms on 12/07/2024 from 10:47:12.000 through 19:50:06.000. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Proceeded with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. During deconstructive analysis, moisture damage was noted on electronic assembly. Unit also received with scratched case and stained keypad overlay. In conclusion, unit had consistent insert new battery alarm after multiple battery installations. Moisture damage was found on electronic assembly during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.